Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction, x-rays reviewed by treating neurologist revealed that the lead connector pins did not appear to be fully inserted into the generator header. Implanting neurosurgeon indicated that during initial implant surgery, the lead did not tighten down the same way as others had in the past. It was reported that the usual clicking noise from the torque wrench was not heard when tightening down the set screw at the time of initial implant. Revision surgery was performed. Upon opening the incision, it was noted that the lead connector pin was not connected to the generator. The set screw was found to be stripped, so the generator was replaced. The cause of the stripped set screw has not yet been determined.